Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose to 700 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include vomiting and disorientation. The patient also reported that there are lumps at the infusion site (abdomen). The patient reported that the pod was leaking insulin. The patient was treated with intravenous insulin and intravenous fluids. The patient was discharged on (B)(6) 2026.